Event description:
A hydratome sphincterotome was being prepared for an endoscopic retrograde cholangiopancreatography (ercp) procedure(gender, age, weight unknown). According to the complaintant, the tip appeared split, frayed when removed from the scope the procedure was completed with another of the same device and there were no patient complications reported with this event.

Manufacturer narrative:
A device evaluation was not performed as product was not returned. A review of the device history record was performed and revealed no anomalies.